Event description:
It was reported that there were telemetry issues and a potential for overdischarge. It was stated that the patient hadn't charged in 6 months. The patient was in rehabilitation facility. Using antenna locate (al) feature to resolve telemetry state didn't work. Forty-one as highest value for al was obtained. Three days later an overdischarge was confirmed. The cause of the overdischarge was patient compliance due to illness. Physician mode reset (pmr) was performed and it seemed that this might have been a long standing discharge - 3 pmr where attempted with no success. The symptoms were no benefit of stimulation and phantom limb pain. It was stated that no further troubleshooting/interventions was necessary. The patient continued with phantom limb pain and wasn't receiving effective therapy. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4). Product type: programmer, patient: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011. Product type: lead: product ID 37752, serial# (B)(4). Product type: recharger: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011. Product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).